Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic one week post implant with symptoms of heart failure. Device interrogation showed there was high impedance on the patient's leads. The leads were reprogrammed and the patient is in the hospital for monitoring. The leads remain in use. No further patient complications have been reported as a result of this event.